Event description:
The consumer reported three false negative results with the binaxnow covid-19 antigen self-test via several medwatch reports (mw5149762, mw5149759, mw5149760, mw5149761) performed on various dates. This manufacturer's report addresses test three (3) of three (3). Confirmation testing was not performed. Consumer performed an antigen self-test with a different brand on an unknown date and generated a positive result. The consumer was reportedly symptomatic with a "simple cold" that got progressively worse. Additionally, the consumer stated they did not quarantine themselves at the beginning of the symptoms. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored via current procedures to identify and track any out-of-trend / unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored via current procedures to identify and track any out-of-trend / unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. E4 - initial report sent to FDA h3 other text : single use; device discarded.

Event description:
The consumer reported three false negative results with the binaxnow covid-19 antigen self-test via several medwatch reports (mw5149762, mw5149759, mw5149760, mw5149761) performed on various dates. This manufacturer's report addresses test three (3) of three (3). Confirmation testing was not performed. Consumer performed an antigen self-test with a different brand on an unknown date and generated a positive result. The consumer was reportedly symptomatic with a "simple cold" that got progressively worse. Additionally, the consumer stated they did not quarantine themselves at the beginning of the symptoms. No additional patient information, including treatment and outcome, was provided.

Event description:
The consumer reported three false negative results with the binaxnow covid-19 antigen self-test via several medwatch reports (mw5149762, mw5149759, mw5149760, mw5149761) performed on various dates. This manufacturer's report addresses test three (3) of three (3). Confirmation testing was not performed. Consumer performed an antigen self-test with a different brand on an unknown date and generated a positive result. The consumer was reportedly symptomatic with a "simple cold" that got progressively worse. Additionally, the consumer stated they did not quarantine themselves at the beginning of the symptoms. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.